Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 27 g x 0.5 in. Bd eclipse needle has been found with foreign matter before use. The following has been provided by the initial reporter: presented black and dry dirt on the connector.

Manufacturer narrative:
H.6. Investigation: DHR was performed and no qn's or maintenance records that could be related to the incident were observed. Photo and sample related to the occurrence were received and confirmed the defect. The foreign matter occurred due to dirt which accumulates in the needle racks. The friction of parts while in movement in the inner machine can cause dirt to concentrate over the racks, and the dirt receive smoke which raise during the cure process in the oven. This failure is handling by blitz foreign matter # 39 ¿ fy 19. H3 other text : see h.10

Event description:
It has been reported that one 27 g x 0.5 in. Bd eclipse needle has been found with foreign matter before use. The following has been provided by the initial reporter: presented black and dry dirt on the connector.